Event description:
Pt enrolled into the create pas trial. Difficulty retrieving the spiderfx. The physician needed to place a proximal stent to allow the passage of the spiderfx recovery catheter. This stent was in addition to the original stent.